Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed that the inop conditions were related to the main board. The service technician replaced the main board and the reported issue was resolved. Model palmtop ventilator revel passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model palmtop ventilator revel shut off and turned on numerous times while in noninvasive positive pressure ventilation (nppv) mode. The unit was connected to a patient at the time of the reported event. The customer confirmed there was no patient harm associated with the reported event.